Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. It was discovered that the lead was fractured. The lead was explanted and replaced. There were no patient consequences.